Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended but device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The code 3191 was used to capture the surgical intervention. This supplemental report is being send to correct the event description, aware date and type of reportable event.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended but it remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field e3: occupation.